Event description:
Report received of an incident involving a filter extension set that was noted to have a 1 1/2 inch segment of air in the line distal to the filter. The set had been primed using d5 1/2 normal saline solution and connected to the patient. Within 10 seconds, the air was noted in the tubing ans the set was removed. Although requested, no additional information was obtained.